Manufacturer narrative:
H11. Corrected data: g3.3. Date received by manufacturer: changed to 13/09/2023, as information received that the device is still with the patient and functional the subjected device was not returned for expertise and remained with the patient from both, local support and rms team it was confirmed that a successful transmission from the associated pacemaker was performed on 4 august 2023. The origin of the reported issue cannot be determined. It can be suspected that it might be related to one of the following causes: o plug off during boot procedure, implant communication or transmission to bo o inductive head away from the implant after pushing on demand button o pushing on demand button when implant not detected. This case is retained and utilized for trend purposes since the subjected home monitor is functioning as expected, this case will be closed.

Event description:
Reportedly, several unsuccessful attempts of performing a fu with smartview hotspot at patient's home. Patient says the green light on heart button is not shown.

Event description:
Reportedly, several unsuccessful attempts of performing a fu with smartview hotspot at patient's home. Patient says the green light on heart button is not shown.